Event description:
Head was removed due to leg length discrepancy and revised with a 10.5 mm to gain extra leg length. Leg length discrepancy noticed 6 weeks post-op. No problems noted with medacta products. Additional info received on (B)(6) 2015: "the surgeon declared there was no problem related to medacta implants." MFR #3005180920-2015-00114.